Event description:
As reported: "during the gamma4 procedure, the cap for the u-lug screw could not be inserted properly. Attempting to reattach the cap, it became stuck on the screwdriver tip and could not be removed. It was eventually extracted using pliers. The thread on the u-lug end cap was crushed by the pliers."

Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned and no other evidence was shared for evaluation. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actins are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did no indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is received or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during the gamma4 procedure, the cap for the u-lug screw could not be inserted properly. Attempting to reattach the cap, it became stuck on the screwdriver tip and could not be removed. It was eventually extracted using pliers. The thread on the u-lug end cap was crushed by the pliers."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.